Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, red light was displayed on the heart button of the subject home monitor.

Event description:
Reportedly, red light was displayed on the heart button of the subject home monitor.